Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a routine follow up and it was noted that the right ventricular lead exhibited loss of capture, loss of sensing and high thresholds. The lead had dislodged into the superior vena cava. The lead was explanted and replaced.